Manufacturer narrative:
The reported event of device dislodgment was not confirmed. Visual inspection of the device found no anomaly on the outer or inner helix; the helix lengths were within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.

Event description:
Post-procedure, an x-ray was performed and the leadless pacemaker (lp) in the right atrium was found to be dislodged. A revision procedure was performed and the right atrium lp was explanted. The patient is stable.